Event description:
It was reported that shortly following the implant, the physician elected to surgically explant this right ventricular (rv) lead due to intermittent loss of capture. Due to the patient's size, the physician also elected to extract the device and implant a new system to resolve the event. The rv lead was disposed and is not expected to be received for analysis. The patient was stable with no additional adverse effects.